Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hbhu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the impedances were open during a procedure on (B)(6) 2014 and the manufacturer representative was able to change the product and would be sending the defective product in. Additional information received reported that the account was returning the device and the patient outcome or status was that the patient was reimplanted successfully.

Event description:
Additional information received reported that the manufacturer representative did not know who had possession of the device or if they intended to return it.